Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical damage was observed on the returned product. The pump passed the laser continuity test, and all the 5s parameters were found within the specification range. The pump was run without any reported issues in a bucket of water. The data log shows the placement signal trend and pump flow trend during the reported event of discrepancy in cardiac output on the last day of support. There was no issue noted with the optical sensor parameter during the field run. Additionally, there were no positioning alarm, suction alarm, or motor current spikes reported in the data log. The cause of the optical signal issue was most likely related to the patient's condition, as the trending placement signal and motor current could affect the cardiac output calculation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump exhibited an optical signal issue. After 14 days of use, on the day of explant, the pump¿s trending screen indicated a drop in cardiac output. There was no associated hemodynamic change. The pump was explanted, and the patient experienced no reported harm.